Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 118.4cm from the tip and appears to have been kinked prior to separating. The hub and the proximal section of the hypotube is missing. There are multiple kinks along the hypotube. Microscopic examination revealed damage to the inflation lumen. There is contrast present in the inflation lumen and blood present in the guidewire lumen. The balloon is still tightly folded. The hypotube was connected to a touhy adaptor and the balloon was inflated to rated burst pressure for 5 minutes. No leaks or ruptures were noticed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.0-3.5mmx18-20mm target lesionn was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.0-3.5mmx18-20mm target lesionn was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.0-3.5mmx18-20mm target lesionn was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Evaluation conclusion codes: updated from "cmc - adverse event related to procedure" to "no problem detected". Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 118.4cm from the tip and appears to have been kinked prior to separating. The hub and the proximal section of the hypotube is missing. There are multiple kinks along the hypotube. Microscopic examination revealed damage to the inflation lumen. There is contrast present in the inflation lumen and blood present in the guidewire lumen. The balloon is still tightly folded. There is no indication the device was inflated over rated burst pressure. The hypotube was connected to a touhy adaptor and the balloon was inflated to rated burst pressure for 5 minutes. No leaks or ruptures were noticed. Inspection of the remainder of the device presented no other damage or irregularities.